Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy was observed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d4: lot number, expiration date. H4: manufacturing date.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional possible proglide device referenced is filed under a separate medwatch report number.

Event description:
Medwatch # (B)(4) was received which stated: describe the event or problem: perclose misfired on placement into femoral arteries. Physician had to close arteries at the end of the case (abdominal aortic aneurysm repair) by doing bilateral femoral cut-down incisions and repair of arteries. What was the original intended procedure? : repair of abdominal aortic aneurysm (aaa) with rupture additional information provided: it was reported that suture placement with a proglide device was attempted in the calcified common femoral arteries via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device misfired and the sutures were still attached to the plunger on removal. A cut-down was performed to repair the vessel damage. The sheath was upsized to an 8fr, 14fr and back to a 12fr and the aaa procedure was completed. The arteries were sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.